Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient and additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with antibiotics (type, specific date and duration not reported).